Event description:
The customer reported that while in use on a patient an achieva ventilator stopped cycling. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The evaluation of the device has not been completed.